Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during lap sleeve gastrectomy procedure, there was poor staple formation where it was unable to form the b type formation. The staple line was incomplete distally. The staple line was oversewn to fix the issue. No reinforcement material was used. No patient adverse events reported. Patient status is alive with no injury.